Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image blacked out due to a failure of the alternating current/direct current (ac/dc) board. In addition, there were scratches on the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus during a case, the high definition lcd monitor image repeatedly turned dark and immediately returned to the original test image. It is believed the event was caused by a lightning strike early morning on (B)(6) 2023. There was no report of patient harm associated with this event.